Event description:
The customer reported a battery alarm problem. There was no report of pt involvement.

Manufacturer narrative:
Pr# (B)(4). A f/u report will be submitted once the investigation is complete.